Event description:
Additional information received stated that the patient had recovered and was discharged from the rehab facility.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced a brain bleed post-operatively following a stage 1 lead placement. The patient was admitted to the ICU. The patient is stable and recovering.